Manufacturer narrative:
Vyaire complaint #: (B)(4). Results on onsite field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the compressor. The fsr performed the operational verification procedure (ovp) and user verification test (uvt). The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected component and performed a failure investigation. The reported issue was duplicated and was isolated to worn bearings. The compressor rear bearing was corroded to the point that it was not making contact with the brushless motor pads. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator experienced a loss of gas and unable to ventilate alarms. The customer advised there was no patient involvement associated with this event.